Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. After the physician went transseptal, there was resistance when attempting to advance the carto vizigo¿ 8.5f bi-directional guiding sheath medium across the septum. The carto vizigo¿ 8.5f bi-directional guiding sheath medium was pulled back and removed from the body and it was noticed that the tip of the carto vizigo¿ 8.5f bi-directional guiding sheath medium rolled back on itself and became damaged. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was replaced and the issue was resolved. The procedure continued. There was no patient consequence reported. Additional information was received. The damage did not result in wires being exposed. The damage did result in lifted or sharp rings. There was no resistance or difficulty during insertion or removal of the catheter. The catheter was not pre-shaped.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 09-feb-2024. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. After the physician went transseptal, there was resistance when attempting to advance the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium across the septum. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was pulled back and removed from the body and it was noticed that the tip of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium rolled back on itself and became damaged. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was replaced and the issue was resolved. The procedure continued. There was no patient consequence reported. Additional information was received. The damage did not result in wires being exposed. The damage did result in lifted or sharp rings. There was no resistance or difficulty during insertion or removal of the catheter. The device evaluation was completed on 05-mar-2024. The device was returned to biosense webster for evaluation. A visual inspection of the returned device was performed in accordance with bwi procedures. The visual analysis revealed that the soft tip was bumped. The soft tip condition could be related to excessive force or manipulation; however, this cannot be conclusively determined. A device history record evaluation was performed and no internal action related to the complaint was found during the review. The issue reported by the customer was confirmed, as the soft tip condition could be related to the difficulty introducing the sheath through the vasculature and to the reported event. It should be noted that product failure is multifactorial. According to the instructions for use (IFU), there are some precautions on the use of the vizigo sheath: prior to inserting the device into the patient, pre-assemble the sheath, dilator, and style on the table. Advance the needle through the dilator and check for excessive resistance as the tip of the needle advances through the curvature of the sheath/dilator assembly. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Explanation of codes: -investigation findings: no device problem found (c19)/ investigation conclusions: no problem detected (d14) were selected as related to the customer¿s reported ¿damage resulted in lifted or sharp rings.¿. -investigation findings: material and/or chemical problem identified (c06) / investigation conclusions: cause not established (d15) / component code: tip (g04129) were selected as related to the customer¿s reported ¿the tip rolled back on itself¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).